Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was in backup vvi mode due to a hardware-related reset. Programming changes were made to restore the device. The patient was stable.